Event description:
It was reported that "user reported that she had lost her ECG tracing. She said the screen became 'laggy' then she lost the ECG tracing and the machine switched trigger to ap". As a result, the pump was exchanged for another. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). Other remarks: n/a. Corrected data: n/a.